Manufacturer narrative:
This complaint was opened for a report of the system sm- vent valve failed closed, which led to a procedural cancellation; however, there was no patient harm reported. A review of the system event log revealed that multiple system messages (sms) captured on the date of the reported event. The sr report indicates that the ar replicated the reported event due to the non-conforming solenoid c-clip spacers, which was replaced to resolve the reported sm. The ar then confirmed that the system met specifications per stp. The root cause of the reported event can be attributed to non-conforming solenoid c-clip spacers. However, the component level non-conformance cannot be further eval with the samples. No samples were returned for eval. (B)(4).

Event description:
A customer reported the system displayed a system message during the procedure. They exchanged the system to complete the procedure. The second system also displayed a system message. The system message could not be cleared. The case was aborted. There was no pt harm. This is one of two reports being filed for this event. This report is for the first system involved in the event.